Event description:
The customer reported the surgeon implanted an 12.omm icm120v4 implantable collamer lens on (B)(6) 2011 in patient's right eye and a anterior subcapsular cataract was observed on (B)(6) 2014. The lens was explanted on (B)(6) 2014. The patients bcva was 20/24 on (B)(6) 2014.

Manufacturer narrative:
Method: len work order search & medical review. Results: visual inspection of the returned lens showed a haptic was torn and a clear surgical residue on the lens. The lens was remeasured and both the length/width were within original design specifications. A lens work order search was performed and no other similar complaints were found within the same work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4).